Event description:
During preparation for cardiopulmonary bypass, the roller pump exhibited excessive noise when operated. The pump was replaced with an alternate device. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.